Event description:
Healthcare professional later reported rupture. Healthcare professional later reported "capsular contracture baker grade iii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side ¿rupture." Patient additionally reported "bone marrow disorder" not related to the device. Healthcare professional later reported rupture. Healthcare professional later reported "capsular contracture baker grade iii." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed opening on anterior side was assessed as surgical impact opening. (Shell thickness within specification). Capsular contracture: unable to observe as it is not related to the device. Other-medical: unable to observe as it is not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture." Patient additionally reported "bone marrow disorder" not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6

Event description:
The device has been explanted and replaced.